Event description:
The customer reported the battery charge led is not turning green when the battery is charged.

Manufacturer narrative:
(B)(4). The customer reported the battery charge led is not turning green when the battery is charged. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.